Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was not returned to depuy in warsaw for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken fb tibial impactor and rp trial.